Event description:
Could not detach coil. During coil embolization within the pulmonary av fistula, the coil was delivered and placed, but could not be detached after pressure was applied with the syringe. Alternative detach was attempted, but failed. Another syringe was used, but the coil was not detached. Eventually, the physician removed the coil and used another coil (same size, lot unknown) to continue the procedure. There was no adverse event at any point of the procedure, and the patient is in stable condition. "No information if this syringe was used to deploy any other coils prior to the event". The syringe had not exceeded the black line beyond position #3. The physician attempted to pressurize the syringe to the red zone. There was no problems noticed with the syringe. The plunger did not move back or stripped. The blue wing lock was not cracked. Saline was used directly from an infusion bag for the syringe. The wing lock was locked before he was increasing the pressure. The coil was fully deployed and placed to the target, but could not be detached. The coil was removed intact. There was no calcification or tortuosity present.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation is not yet complete. Please note additional information will be submitted within 30 days upon receipt.